Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # - (B)(4). Device evaluation complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint files. Clarification was requested as follows; ¿can you please confirm that the doctor is referring to the 03rd pass with the same device in the same patient rather than they re used the device?¿ reply was received as follows; ¿this was second patient on which doctor was using the needle. On this patient with same device it was second pass. This product is single use , doctor knows about it despite that because of cost factor he was re-using it¿ as a result of the above an additional pr was opened for the re-use of the device which this file will investigate further clarification was requested as follows; ¿can you please clarify if there was any complication on the second patient with re-using the device except for the broken needle? Was there any issue with infection from cross contamination for example?¿ reply was received as follows; ¿no , there was not any complication and infection prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1772432 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1772432. The notes section of the instructions for use, (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ and ¿this device is designed for single use only¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet ((B)(4)) which was investigated under another file. It was also confirmed that this device was used on a second patient but as per (B)(4) ¿this device is designed for single use only¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the device. This will be investigated under this file. A definitive root cause could be attributed to user error as it was confirmed that the device was re-used on a second patient and as per IFU ¿this device is designed for single use only¿ complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device re-used on another patient ¿ related to MDR ref #3001845648-2021-00675. Information received 19-oct-2021 as follows: there was not any complication and infection to the 2nd patient with re-using the device

Manufacturer narrative:
PMA/510(k) # - k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.